Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage to keypad traces. No button error alarm noted. Insulin pump had minor scratches to lcd window, scratched reservoir tube window, cracked reservoir tube lip, cracked battery tube threads and stained address/serial number label.

Event description:
It was reported that the customer received multiple button error alarms. The customer's blood glucose level was 53 mg/dl. The customer ate to treat her blood glucose level. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).